Manufacturer narrative:
(B)(4). Physio control continues to investigate the reported event. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device would not operate on ac power and the battery was depleted. The device was not able to power on in the reported condition. The reporter was not sure if the device operated on battery. There is no pt use associated with the event.